Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all pockets in drawer 6.1 were failed and not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets in drawer had failed. A field service engineer performed a t-shot and found that the row board cable was loose. The cable was reseated, and testing was resumed with no further faults identified. The user verified proper operation through inventory counts. All bus and cable connections were verified, along with drawer and pocket functionality. The user confirmed successful operation, and the unit was returned to service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all pockets in drawer 6.1 were failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.